Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.2 open halfway. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that liquid contamination on the mini engine and inside the mini tray was the cause of the issue. A field service engineer (fse) replaced the mini engine, restarted the device, and successfully completed functionality testing of the drawer. The system functioned as intended after field service engineer repaired the device.